Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H10 the cup was not returned for investigation. Complaint confirmed based on evaluation of the returned product (liner). Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 010000928, g7 hi-wall e1 liner 32mm f, lot number: 6728333; 010000998, g7 screw 6.5mm x 25mm, lot number: 7401176. G2: foreign: new zealand. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01612. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 11 days post implantation over concerns of instability. After repeat x-ray and further discussion with the surgeon, the patient elected to revise their cup and liner. During the revision, the liner was observed to not be secured. There is no additional information available at the time of this report.